Event description:
An implanted ijs-e (internal joint stabilizer: elbow) failed at the base plate rod four months after initial implantation.

Manufacturer narrative:
The instructions for use for the ijs-e system includes the following potentially relevant warnings and precautions: "the ijs-e construct is intended to be explanted when tissue healing has proven sufficient for joint stability. Failure to remove the implant after tissue healing increases likelihood of the device to bend, break, disassemble, cause localized tissue reactions, pain, or discomfort." "The device is not designed to withstand the stress of weight bearing, load bearing, or excessive physical activity. Device loosening or breakage may occur when the implant is subjected to excessive loading during soft tissue healing or delayed healing." "Potential ijs-e construct failures such as stress failures of the bones, loosening of the construct, instability, delayed soft tissue healing, soft tissue irritation, or incomplete healing may occur as a result of non-compliance to post-operative rehabilitation, excessive elbow activities, or construct overloading." "The benefits from implant surgery may not meet the patient's expectations or may deteriorate over time, requiring revision surgery to replace the implant or to carry out alternative procedures." "The ijs-e system has not been evaluated in patients with instability secondary to surgical release of soft tissue." Although it cannot be confirmed at this time with the limited information available, the ijs-e construct may have been improperly stressed, resulting in failure that prompted removal after four months.